Event description:
Complainant alleged that during the medics monitoring of an 82 year old female pt with chest pains, the device displayed a "status 56" error message on the device screen, and the defibrillator would automatically start charging. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.